Event description:
As reported, it was unable to withdraw the device without extra pressure/manipulation leading to a significant length of wire (circa 10cm) protruding from the end of the catheter tip on final removal. There was no injury reported. An x-ray was performed to exclude wire fragments being retained by patient on closure of procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One embolectomy catheter was returned without the packaging for evaluation. The tip of the catheter had been damaged. The balloon and balloon windings were visually inspected and the balloon latex was torn distal of the proximal windings and the spring tip had stretched. A section of the latex balloon was missing, along with the distal windings and part of the spring tip. Per IFU, this condition may occur when a pull force of 0.5 lbs on the inflated balloon has been exceeded. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that clinical factors and device handling may have contributed to the event. No actions will be taken at this time.